Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The customer reported repeated prompts including "do not touch the patient," "analyzing," and "check electrodes" when connected to the patient. Log review identified multiple "plug in cable" prompts at power on and throughout the case, with six occurrences in the first minute, along with four cable unplugged events and three "analysis halted" prompts due to an unplugged state. Findings indicate the connection between the device and cprd electrodes cable was likely a factor. The device and event electrodes were evaluated and no connection issues were observed. The device appears to be operating as expected when the electrodes are plugged in securely. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.